Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received without the original packaging. A visual and tactile examination revealed no damage to the shaft of the device. The balloon was inflated with an inflation device to its rated burst pressure and no leaks were noted. A vacuum was pulled and the balloon deflated with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that while unpacking the ultra-thin diamond balloon dilatation catheter it was noted that the inner packaging was damaged and no longer sterile.

Event description:
It was reported that while unpacking the ultra-thin diamond balloon dilatation catheter it was noted that the inner packaging was damaged and no longer sterile.

Manufacturer narrative:
(B)(4)